Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient went to get an MRI yesterday and upon getting ready to leave the MRI and turning the bladder stimulator back on, they were only able to turn the therapy up to 0.3 no matter what program they were on. The caller said the patient used to use 1.0 and when they went to a different program it had lower numbers and they all got lower so they could not get it any higher than 0.3, they checked my battery level and it was ok. The caller confirmed patient had not had any falls or traumatic accidents, no other medical tests or procedures and MRI mode was used during their mris. Worked with the caller to synch with the implant and caller reported seeing: max settings reached. Reviewed the meaning of max settings reached. The patient was redirected to their healthcare provider to further address the issue. The caller also mentioned the same thing happened about a year ago when they got an MRI and turned the therapy back on they saw max settings at 1.2 but could not go higher on any program, they did not tell the doctor because therapy was still working to help their symptoms at that number. The patient said they had not felt stimulation sensation in a long time and recently, they notice in the morning, going to the restroom every half hour but in the afternoon, they can make it 3-4 hours. Reviewed stim sensation information and redirected to their doctor.